Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019. The support service confirmed green color led lamp was flickering. The service support then replaced the power switch overlay to address the issue. Unit was checked overall, cleaned, performed run in and functional tests. No other abnormalities were found after repair and preventive maintenance. He determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation.

Event description:
The customer reported that the green color light emitting diode (led) lamp was flickering while performing preventive maintenance. There was no patient involvement.